Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of bupivacaine at 10 mg/day and an unknown concentration of dilaudid at 10 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that a volume discrepancy had occurred. The patient reported that the expected volume in the pump was 10cc, but the actual pump volume was 0cc as the pump was empty. The patient's healthcare provider (hcp) decreased the patient's dose after the refill and then, 2 months later at the next refill, there was another volume discrepancy. The patient stated that there was 6cc less than expected in the pump. The hcp lowered the dose again and told the patient that they could just adjust the pump each time based on the amount of drug that was missing rather than replacing the pump. The patient stated that they were uncomfortable with this plan. The patient noted that they had the pump implanted to treat pain in their lower back and severe pain down their legs and these symptoms had returned. The patient was not sure if they lowered it too much. The patient believed that the hcp had already double checked the pump programming and had shortened the refill interval from 90 days to 60 days. The patient was also prescribed narcan by the hcp in case of emergency, which the patient found very concerning. No further complications were reported.

Event description:
Additional information was received from the consumer via a manufacturer's representative (rep) on (B)(6) 2019. It was reported that the pump had refill discrepancies on multiple occasions. It was noted that the first volume discrepancy (expected volume: 10cc, actual volume: 0cc) occurred on (B)(6) 2019. In (B)(6), the expected volume was 15cc, but the actual volume was 9 cc. On (B)(6), the exp ected volume was 18.7 cc, but the actual volume was 15 cc. The patient also reported ineffective and inconsistent pain relief. The pump reports received also noted that a pump motor stall occurred on (B)(6) 2018 at 12:04 pm with a recovery occurring at 12:32 pm on the same day. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. It was unknown what, if any, diagnostic or troubleshooting measures were taken. As an intervention, the refills would be monitored and the pump would be replaced. According to the patient, as the volume discrepancies were a malfunction, the pump needed to be replaced. It was confirmed that the pump was replaced on (B)(6) 2019. The field representative was in possession of the pump and the pump was to be returned to the manufacturer. The issue was considered resolved at the time of the report. The patient denied recollection of an MRI on that date. The pump that was removed will be sent back for analysis. The rep currently had it in their possession. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the discrepancy was only on the pump that was explanted and will be sent back. There was no issue with the new implant.

Manufacturer narrative:
H3: the pump was returned, and analysis found the pump failed the lab dispense test as it was above spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-jul-15. It was reported that the first volume discrepancy was on (B)(6) 2019 and the second was on (B)(6) 2019. The cause of the discrepancies was not determined. The issue had not been resolved. The patient's weight was provided. No further complications were reported.